Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08306. The patient received two model 3169 leads with the same lot number. It was reported the patient's lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2015 to address the issue. An additional lead and extension were added during the procedure. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.